Event description:
It was reported while using the panel phoenix nmic/ID-307, a patient's wound isolate resulted as carbapenemase-producing organisms (cpo) positive, but the isolates was sensitive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary this complaint is for false positive cpo when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4177565. The customer did not return panels or isolates but provided phoenix generated lab reports and a photo of the phoenix epicenter for the investigation. The lab reports show rule 1826 flags for a patient isolate. To investigate, three retention panels of the complaint batch and two control panels were tested using qc isolate escherichia coli a27853 on a phoenix m50 machine and evaluated for mic results and cpo flags. All panels tested returned the expected mics and cpo negative flags, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483